Manufacturer narrative:
Complaint conclusion: as reported to materiovigilance at ansm, a patient had a revascularization procedure of the mesenteric artery. After implanting the palmaz blue peripheral stent system and deflating the balloon, the user was unable to remove the stent catheter through the non-cordis 5f 90cm sheath introducer. Also, the stent went back into the aorta, therefore, there was a need to remove the ¿introductor assembly¿ and stent catheter together. An attempt to remove the free stent by lasso via the right brachial artery was done, but the stent was blocked in this artery and the lasso was stuck in the stent meshes. The user put an non-cordis 6f sheath introducer to finish the procedure. A successful placement of a new stent at the mesenteric stenosis was noted. The specific target site/lesion was at the superior mesenteric artery. The access site was at the right humeral. The user thinks that the event was related to the sheath. The event did not cause a condition that requires hospitalisation or significant prolongation of existing hospitalization. No scan was done. The product was returned for analysis. A non-sterile unit of a blue/aviator/plus 7x18/142p pk was received for analysis coiled inside a plastic bag. A non-cordis 5f sheath introducer was also received. Per visual analysis, the balloon appeared to have been previously inflated. Also, stent was observed already deployed from the unit and was not returned. No other anomalies were observed. Per dimensional analysis the product was found within specification. Per functional analysis an 0.014 guidewire (lab sample) was passed successfully through the unit, and neither resistance nor obstruction was experienced. Then, the unit was passed successfully through a 5f sheath introducer (lab sample) and the unit was withdrawn successfully from the sheath introducer, and neither resistance nor withdrawal difficulty was experienced. The unit was not able to pass through the non-cords 5f sheath introducer returned inside the plastic bag, as resistance was experienced during the test. A product history record (phr) review of lot 82171637 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent - migration¿ was not confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis due to the nature of the event and the failure to provide procedural imagery for review. The reported ¿balloon-sds - withdrawal difficulty ¿ adherent¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (although unknown) or the interaction between the complaint device and the sheath introducer provided from the account may have contributed to the event as evidenced by the functional testing during analysis. According to the precautions in the safety information in the instructions for use ¿prior to use, the product should be examined to verify functionality and integrity.¿ according to the information for safety labeling ¿contraindications generally, contraindications to percutaneous transluminal angioplasty (pta) are also contraindications for stent placement. Contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta. Warnings patients with highly calcified arterial lesions highly resistant to pta may not be suitable for this implant. Precautions prior to use, the product should be examined to verify functionality and integrity.¿ according to the safety information in the instructions for use ¿the cordis palmaz blue .014 peripheral stent system is intended for use in the treatment of atherosclerotic disease of peripheral arteries below the aortic arch. The use of this product for procedures other than those indicated in these instructions is not recommended. Prior to use, the product should be examined to verify functionality and integrity. Potential complications associated with peripheral artery stent implantation may include, but are not limited to, the following: stent migration/embolization.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Concomitant medical products: sheath 5f vascular sheath arme 5f 90 cm reference cl07590 societe teleflex unk 5f sheath introducer; unk 6f sheath introducer. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported to materiovigilance at (B)(6), a patient had a revascularization procedure of the mesenteric artery. After implanting the palmaz blue peripheral stent system and deflating the balloon, the user was unable to remove the stent catheter through the non-cordis 5f 90cm sheath introducer. Also, the stent went back into the aorta, therefore, there was a need to remove the ¿introductor assembly¿ and stent catheter together. An attempt to remove the free stent by lasso via the right brachial artery was done, but the stent was blocked in this artery and the lasso was stuck in the stent meshes. The user put an non-cordis 6f sheath introducer to finish the procedure. A successful placement of a new stent at the mesenteric stenosis was noted. The specific target site/lesion was at the superior mesenteric artery. The access site was at the right humeral. The user think that the event was related to the sheath. The event did not cause a condition that requires hospitalisation or significant prolongation of existing hospitalization. The device will be returned for analysis.